Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings:the keypad is intact & all keys are responding. Removed the keypad cover; no contamination was found under the key contacts. No button contact defects were observed.. Removed the pump cover; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. Unable to duplicate the complaint. The display screen has a pinkish contrast.